Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07021. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent diagnostic hysteroscopy and cystoscopy.

Event description:
It was reported that the patient concurrently underwent diagnostic hysteroscopy and cystoscopy.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that patient experienced dyspareunia post implantation. (B)(4).

Manufacturer narrative:
It was reported that the patient experienced pain, urinary problems, dyspareunia, infection, bowel problems, and other. (B)(4).